Manufacturer narrative:
As of today, device return has been requested for this complaint but has not yet been made available to the designated complaint unit for a full evaluation. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint may be reopened. A review of the associated manufacturing assembly records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release.

Event description:
It was reported that during treatment, the customer attempted to charge the device but it did not work. Assessed the power point and it was ok. Disconnected then connected device. Still won't work. Turned the machine on and off. Will still not work. Ceased renasys touch use.